Event description:
The customer reported that since they disconnected the heater to the disinfectant in the aer system, an experienced healthcare worker (hcw) was having a reaction every time he was in the procedure room where the cidex opa was found. The hcw experienced eye watering and itching, coughing and congestion. When he left the room his symptoms disappeared. The hcw sought medical attention and was prescribed antibiotics (zitromax). The hcw was wearing a gown and gloves. It was noted that the room was well ventilated. This is report one of three.

Manufacturer narrative:
Correction: device manufacture date: 09/2006. Asp investigation summary: the investigation included a review of the device history record, a batch record review, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis, the health hazard evaluation and CAPA. The DHR review revealed the aer met the manufacturer's specifications at the time of release no issues were noted. The batch record review for cidex opa was not performed as this failure mode is not manufacturing related. The service and complaint history for six months shows no similar issues with the unit. Trending analysis for the problem "hr-allergic reaction" was reviewed and there is no significant trend. The fmea (failure mode effects analysis) was reviewed for all aer failure modes relating to the air valve, the associated risk is minimal. The fmea (failure mode effects analysis) was reviewed for all cidex opa solution failure modes relating to odor and the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed for user repeated exposure. The risk assessed as a category l or ii (broadly acceptable risk or as low as reasonably practicable). The hhe (health hazard evaluation) was reviewed for similar symptoms and the associated risk is considered none/negligible. A CAPA was opened to investigate respiratory reactions relating to cidex opa. The field service engineer confirmed that the aer heaters were disconnected and not related to this event. The useful life of the skinner valve assembly is two years or 2000 hours of use. Upon review of this aer unit's service history, it was found that the air valve, a skinner valve, was not replaced between (B)(4) 2008 and (B)(4) 2010. Thus, the age of this component is greater than two years; its replacement is considered routine servicing and can be attributed to normal wear and tear of the unit. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde vapors should be avoided, as they may cause respiratory symptoms and eye irritation. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU and msds also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb orthophthalaldehyde from the air.

Manufacturer narrative:
(B) (4): coughing, congestion, watery eyes.an asp field service engineer (fse) performed an onsite evaluation of the unit and discovered that the air valve was leaking. The fse replaced the air valve, tested the unit and checked for any leaks. There were no leaks and the fse stated that the unit was ready for use.subsequent customer follow-up indicated that one of the fans in the procedure room was not working. The symptoms resolved after the repairs were made.this is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers:2150060-2010-00036, 2150060-2010-00037, 2150060-2010-00038.